Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications (including the neonate sepsis) described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure. Citation: the journal of maternal-fetal & neonatal medicine; doi: https://doi.org/10.1080/14767058.2018.1471676. Adverse event related to maternal outcomes reported via 2210968-2018-77030. (B)(4).

Event description:
It was reported via journal article: "title: knot positioning during mcdonald cervical cerclage, does it make a difference? A cohort study". Author(s): hytham atia, mohamed ellaithy, ahmed altraigey and heba ibrahim. Citation: the journal of maternal-fetal & neonatal medicine; doi: https://doi.org/10.1080/14767058.2018.1471676. This historical cohort aimed to compare the anterior and posterior knot mcdonald cerclage procedures, regarding the associated maternal and neonatal outcomes. Between 01may2010 and 31sep2017, a total of 550 female patients with singleton viable pregnancy underwent prophylactic cerclage. In the procedure, mcdonald technique was used. Mcdonald technique was performed by placing four bites around the cervix circumferentially as high as possible near to the vesicovaginal and rectovaginal reflections using 5mm mersilene tape. Postoperatively, complications included chorioamnionitis (n=3), puerperal pyrexia (n=5), urinary tract infection (n=268), symptomatic vaginitis (n=325), cerclage tape bacterial colonization (n=49), cervical defects/lacerations (n=31), and neonatal sepsis (n=11). The hypothesis was that anterior knot could cause bladder irritation, urinary symptoms, utis, vaginal discharge or infection more frequently. The association between the use of mersilene tape and chorioamnionitis and puerperal fever was reported before. The position of the cervical cerclage knot, either anterior or posterior, did not affect any of studied maternal and neonatal outcomes. Thus, the choice of cerclage knot position should be decided according to the individual patients¿ characteristics and surgeons¿ preferences.